Event description:
Reporter completed a correlation study with 10 different samples used for meter versus lab results. Reporter noted the following discrepant results: see scanned table.

Manufacturer narrative:
Investigation pending.